Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been having issues with the pump and he was not able to get his blood glucose below 400 mg/dl. Customer has changed everything out and has changed his basal rates, but nothing has changed. Customer was advised that troubleshooting requires a set change and use of tubing clamps. Customer is at work and does not have supplies with him.